Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Tandem technical support made multiple follow up attempts with the customer to confirm if bg has normalized, however, no response received.